Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The starclose clip remains in the anatomy. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was performed for a diagnostic procedure prior to introducing a 6fr procedural sheath. Reportedly, there was a previously placed starclose se clip at the puncture site. As the procedural sheath was advanced into the anatomy it shredded as a result of an interaction with the previously placed starclose se clip. The patient was sent to surgery to remove the procedural sheath. The starclose se clip remains in the anatomy. Hemostasis was achieved with manual compression. The physician is reported to be trained in the use of the starclose device. No additional information was provided.